Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that after repeated attempts the position could not be reached and the pacing lead exhibited high thresholds. The "sheath oozed blood" and the lead could not be fixed. The lead was replaced. No patient complications have been reported as a result of this event.